Event description:
It was reported that the customer received a button error alarm on the insulin pump and the screen continued scrolling up without prompt, during a bolus delivery. His blood glucose level was not known. The customer also received battery out limit and battery test failure alarms. He was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm, no battery out limit alarm and no bad battery alarm noted. Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.